Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: the silicone housing was cut/torn around the siphon guard, as well as a small cut and needle holes in the silicone housing over the cam mechanism and near the distal connector. The valve was tested for programming according to doc059 rev/b. With programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted from the cut/tear in the siphon guard. The valve was retested for programming. With programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 110mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3182, with lot cmnbh9, conformed to the specifications when released to stock on the 15th december 2011. The root cause of the problem reported is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The root cause of the cut/tear in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Implantation of certas plus valve. The surgeon reported the patient had valve changing pressure outside of programming, and patient was complaining of headaches and draining. They reset valve and when x-ray was taken to check the valve was set correctly it hadn't been set as expected. It wasn't on the setting they had set on the programmer. They are questioning if fault is with vpv or registrar programming it, or if patient was subjected to unusual magnetic field. They wanted to exclude that the valve wasn't faulty. Valve was removed and replaced with programming completed with another programmer. No adverse event reported.